Event description:
It was reported that the ilet would not charge and displayed a flashing light despite correct placement on the manufacturer¿s charging pad and attempts with multiple outlets; the user confirmed the charger could power a phone, and the user transitioned to backup therapy, consistent with a charging problem associated with the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charging system, consistent with a device charging problem involving the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.